Manufacturer narrative:
There were occasions of check therapy electrode messages and adjust belt messages on (B)(6) 2022 and (B)(6) 2022. Calls were made to the distributor and issues were resolved. No further calls were made about the initial reported issue. Patient continued use from 4/16-10/13. While they were using the device, the patient was compliant over 23 hours a day. Patient called to report gonging on (B)(6) 2022. Distributor replaced garments due to being over life expectancy of four months. Issue resolved and no further calls from the patient. Compliance remained over 23 hours a day. Patient received intermittent check therapy pad messages and adjust belt messages throughout use of the lifevest. On 10/13/2022, the patient ended use. When the equipment was returned on 10/19/2022, it passed testing. The belt sn (B)(4) and monitor sn (B)(4) were returned and investigated. The reported problem (adjust belt messages, check therapy pad messages) was evaluated but could not be duplicated. The belt and monitor passed essential performance testing. There was no death or serious injury. Patient was under care in a hospital.

Event description:
Zoll manufacturing received medical device report, (B)(4), submitted by a risk manager indicating the lifevest displayed "poor connection."